Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a pin holding one side of the 8mm prograsp forceps instrument was missing. It was not present when the instrument was opened. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.56mm at the swaged end compared to the nominal pin diameter of 1.53mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage.